Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture during implant surgery.

Event description:
Healthcare professional reported "device rupture during the implant surgery." There was "no surgery instrumental contact." Silicone gel did not come into contact with the patient. Surgery was completed with a back up device.